Event description:
A surgeon using the product during breast augmentation surgery reported that "the product came off in clumps." The surgeon applied 2 to 3 layers of product which then began to flake off. The surgeon was trailing the product and provided the following comment to a kimberly-clark sales representative "interguseal clumps were everywhere on the sterile field and this was not conducive to a bacteria free area." There was no patient injury reported. Kimberly-clark has no independent knowledge of the event reported above but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly clark complaint database and identified.

Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation; however, an investigation for the cause of this incident has been initiated. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action.